Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with the infusion set. One infusion set got caught by the door and was pulled out of their body. The second one did not work. The customer¿s blood glucose during the incident was around 450 mg/dl. They tried to deliver 10 units of insulin into the air, but it did not deliver. They did not receive a no delivery alarm. They treated their blood glucose with manual injection. The customer also reported that the insulin pump had a blank display with a dot. They had received a failed battery test alarm. Troubleshooting was performed. The alarm did not recur. The insulin pump will not be returned for analysis.